Event description:
It was reported that the customer was admitted to emergency medical service due to low blood glucose. Customer's blood glucose was 27 mg/dl. Customer stated that the insulin pump did not alarm the threshold suspend when his blood glucose went low. Customer stated the cause of low blood glucose could be over activity and at the same time basal delivery on top of the activities. Customer declined to do troubleshooting and requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump communicated properly with the glucose sensor simulator and the transmitter. The threshold suspend alarm functioned properly. The insulin pump had a small crack on the reservoir tube lip. The insulin pump passed the delivery volume accuracy test with a 97.04 percent.